Manufacturer narrative:
H2: additional information, the details of the device were not provided. D4: full UDI is not available due to missing catalog #. H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the patients nerve roots were scorched. There was no reported medical intervention or delay. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a procedure ,the patients nerve roots were scorched. There was no reported medical intervention or delay. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.